Manufacturer narrative:
A preliminary review of the kidney bride involved in the incident revealed no abnormal stress cracks or defects in the material. Therefore, the cause of the incident is unk at this time. Skytron will be filing the required follow-up report with the hospital contact individual and manufacturer in an effort to arrive at a conclusion and determine the case of the failure. We will request the manufacturer perform tests to achieve a conclusion as to the cause of this incident.

Event description:
When pt was being lifted the plexiglass kidney bridge broke in half.